Manufacturer narrative:
Continuation of medical devices: 305u23 tissue valve implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation approximately seven months after implant, the implantable pulse generator (ipg) would not display pacing percentages or histogram data and was noted to be "initializing." The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.